Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/03/2025, it was reported by an arthrex subsidiary employee via (B)(4) that (2) ar-3602-2 fibertak¿ suture anchors after implanting the anchor, the two 1.3mm fibertak anchors loosened when knotting the fabric. There was no additional information provided, and additional information has been requested. Additional information was provided on 06/17/2025, when the arthrex subsidiary employee stated this occurred during an arthroscopy procedure to repair the right shoulder labral tear. The patient had good bone quality. A 1.7mm fibertak anchor drill was used to prepare the bone socket for the implant's insertion. All fragments were removed from the patient. Another fibertak anchor was used to complete the case. This increased the surgical time by another two hours. There was no need to administer additional anesthesia.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer provided photo noted an ar-3602-2 fibertak¿ suture anchor, double loaded with 1.3 mm suturetape with a damaged anchor that was no longer properly assembled to the fibertak inserter tip and had not been properly implanted. Refer to attachments. Based on the information provided which may include pictures, the event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to use error of the device due to misaligned insertion and/or shallow driver engagement depth. The dfu for this device, dfu-0054-eo, gives the following precautions: 5. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor or inserter. 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process.